Manufacturer narrative:
Follow up #1 (B)(4) 2018. The reporter contacted animas again on (B)(4) 2018 and provided the following information. The patient had been experiencing symptoms of blurred vision and body aches.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose as high as 419mg/dl, and as low as 37mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was never programmed by a physician or adjusted. The patient miscounted carbohydrates, and failed to bolus. The basal/temp basal settings were incorrectly programmed, the bolus settings were incorrectly programmed, the dosage recommended by the bolus calculator feature was overridden, and an incorrect manual calculation of dosage was performed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.